Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complaint is confirmed as we are able to confirm complaint description, as we see a dislocated blade which already back-out from the nail, based on the received pictures. Furthermore, it's clearly visible that the blade is in a locked condition, and that no end-cap got used. Additionally there are less on information about patient and bone condition. Based this we are not able to determine the exact reason for this occurrence. Furthermore, for a further examination it is necessary for us to receive the implant back. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown pfna blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient had a initial surgery on (B)(6) 2020 with proximal femoral nail antirotation (pfna) intramedullary nailing system to treat the unstable pertrochanteric proximal femoral fracture. Less than 3 months down the line patient experienced pain at the side of the blade where it was pressing on the soft tissues, and which was increasing upon mobilization and a leg length discrepancy was causing a limp. X-ray taken on an unknown date revealed that the entire length of the pfna blade had backed out from the lateral cortex. Patient opted private care for revision and date of revision is unknown. No further information provided. Concomitant devices reported: unknown pfna nail (part # unknown, lot # unknown, quantity # 1), unk - screws: nail distal locking(part # unknown, lot # unknown, quantity # 2) this report is for one (1) unknown pfna blade. This is report 1 of 1 for complaint (B)(4).